Manufacturer narrative:
Additional information was added to b5, d4 (expiration date), h3, h4, h6 and h10. B5: the devices were filled with unspecified cytotoxic solution. H4: device manufactured on august 22, 2022 - september 9, 2022. H10: the actual devices were not available; however, two (2) photographs were provided for evaluation. A visual inspection of the photographs only showed images of the product lot number and did not show an image of a leak. The reported condition is not observed via the provided photographs and due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection via the naked eye noted a small amount fluid inside a bag that contained the sample. The sample was removed from the bag and the cause of the small leak inside the bag was found to be an untightened blue winged cap. The cap thread was exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak inside the bag may be due to a use error by not securely tightening the blue winged cap. A functional leak test was performed by filling the sample with green color water. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day and the next day, no signs of leak were observed. The device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors were leaking from an unspecified location. This event was further described as, ¿although closed, the diffusers leak into the packaging bag¿. This issue was discovered during preparation prior to patient use. There was no patient involvement.

Manufacturer narrative:
Initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.